Event description:
On (B)(6) 2015 during a routine review of maude database, the following information was found associated with a medical device report (MDR) submitted by abbott medical optics associated with complete easy-rub solution; report number submitted is 3004537773-2015-00002. The patient (pt) was also reported to be wearing acuvue 2 brand contact lenses (cl). This report is for the pt¿s os, the od report will be submitted under a separate report. The report included the following information: ¿report from family member of the pt who reportedly experienced keratitis after use of complete multipurpose easy rub. Reporter stated he/she felt infection was caused by product having ''bacteria or something in it''. In f/u it was learned that pt began to experience redness, pain, discharge and crustiness os. Pt saw general practioner who diagnosed conjunctivitis; pt prescribed erythromycin ointment. Pt saw no improvement so following day pt went to ER. No ecp ( eye care professional) to see pt so was referred to specialist the following day ecp confirmed bilateral keratitis (bacterial). Culture was obtained, returned positive for pseudomonas aeruginosa.

Manufacturer narrative:
Pt was stared on antibiotics before culture results available. Pt saw dr. (B)(6). Dr. Could not locate desired medication. Pt went back to ER was told pt had corneal abrasions and told to go for further treatment. Pt had emergency surgery. On outpatient basis a vitrectomy was performed with anterior chamber wash, vitreo antibiotics; diagnosis was endophthalmitis. At this time pt continues on medication and states has no eye sight and dr told pt is permanent. Actual bottle of solution pt used was discarded. Pt wears acuvue 2 contact lenses on daily wear basis. Cl were 2 weeks old at time of event (discards every 2 weeks). Pt performs rub and rinse step, changes solution daily, rinses cl case with water and soap daily, does not swim, sleep or shower with cl. Pt unable to provide names of all medications at time of interview, nor lot number of product.¿ on (B)(6) 2015 a call was placed to abbott medical optics to obtain and additional information and/or the pt¿s information so the pt could be contacted directly. The additional information received included: the pt is reported to be located in (B)(6). The treating physician was unable to get the desired medication on (B)(6), so the pt had to go to (B)(6) for treatment. Our firm requested that the pt be contacted with a request to allow our firm to contact the pt directly for additional information. Several attempts have been made to abbott medical optics to obtain and additional information, we were told they have contacted the pt but have not received a reply. No information regarding the product availability for return for evaluation and the lot # is unavailable at this time. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings. Additional information obtained from: abbott medical optics.